Event description:
Hamilton company was informed in 2004 of an event that occurred the same day, in which the hamilton microlab at +2 instrument reportedly misread a barcode. No death or injury resulted from this event. This report is associated with hamilton customer complaint.

Manufacturer narrative:
Hamilton company has investigated the instrument involved in the complaint, and has advised the end user to set the sample barcode check to "active".